Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. During a routine follow up, migration of approximately 2cm of the suprarenal stent graft extension was discovered by a computed tomography (CT) scan. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
As there is currently no sac growth, there will be no intervention at this time. The patient will continued to be monitored.